Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The provided reaction kinetics point to a reagent contamination. This view is strengthened by the fact that the affected cassette contains far too little reagent based on the calculated test number. Since no leakage could be observed, an unknown transport or storage issue may be the root cause for the contamination.

Event description:
The customer reported that they received questionable low results for a total of 12 patient samples tested for glucose hk (glu) on a c501 analyzer. The issue occurred while using a specific reagent pack. Data was provided or a total of 3 patient samples and of these, two had erroneous results that were reported outside of the laboratory. The laboratory initially ran controls on their current reagent pack and controls were fine. After 11 am, the standby reagent pack took over for the empty current reagent pack. The low patient results were seen until about 2 pm when using the standby pack. The customer then ran quality controls to check the standby pack and controls failed. A new pack was loaded and samples were repeated. The first sample initially resulted as 3.37 mmol/l and this value was reported outside of the laboratory. The sample was repeated using a new pack and resulted as 20.40 mmol/l. The sample was also repeated on a different c501 analyzer, resulting as 20.78 mmol/l. The doctor was contacted with the new result. The second sample initially resulted as 2.19 mmol/l and this value was reported outside of the laboratory. The sample was repeated using a new pack and resulted as 5.57 mmol/l. The sample was also repeated on a different c501 analyzer, resulting as 5.78 mmol/l. The doctor was contacted with the new result. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The c501 analyzer serial number was (B)(4). Preliminary investigations have determined from the provided data that there were abnormal reactions when the samples were tested with the reagent pack in question. It seems the reagent pack had deteriorated. The customer did note that the reagent pack was very light in weight when taking into consideration the few amount of sample measurements taken while using it.

Manufacturer narrative:
Further investigations have determined the root cause may be related to pre-analytic sample handling and/or insufficient cleaning of the sample needle. A specific root cause could not be determined.